Manufacturer narrative:
Correction - there were no allegations of cardiac perforation. The reported event of helix could not be retracted was confirmed by analysis. Final analysis found the cause to be tissue clogging the helix and over torqued inner coil, which were both consistent with procedural damage. The reported event of loss of capture was not confirmed by analysis. No other anomalies were found.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture. It was alleged that the rv lead was dislocated due to possible cardiac perforation. During reposition procedure, it was found that the helix of the rv lead failed to be re-engaged and retracted due to tissue build up. The rv lead was explanted and replaced. Patient condition was stable.